Manufacturer narrative:
Combination product: yes.

Event description:
Monitoring reported episodes showing noise leading to oversensing. Shock impedance trend shown gradually decreasing. Some noise reproducible during in office check on (B)(6) 2025. Lead currently remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.